Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that host pc had a memory problem. The engineer is unable to determine the cause as the quotation has been cancelled by the customer. The complaint has been reviewed and it has been determined that no harm or allegation of harm was reported. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the host pc had a memory problem. No harm was reported to philips. Philips has started an investigation of this complaint.